Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmahu, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code z771d were received for evaluation. The product code is multistrand control release. Visual inspection of the opened samples was performed and and the swage and attachment area were noted to be as expected. Bending needle was observed in the needle from slot # 3 and no marks by surgical instrument were observed, on the rest of the needles no defects were observed. In addition all needles belong to rmc 481830, wire size 18 mils, correct for the product code z771. The distorted/twisted needle defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested and the following was obtained: event date: (B)(6) 2021. Lot number: qlmahu pc-000866325. Date sent to the FDA: 5/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After the package was opened, it was found that one of the 8 needles had been different in size. There were no adverse consequences to the patient. Additional information was requested.